Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Additionally, it was reported that the insulin gauge was inaccurate. Customer reverted to an alternate method of insulin delivery. Customer's blood glucose was 137 mg/dl.

Manufacturer narrative:
Alarm 20 was verified. Fill estimate issues the failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.